Manufacturer narrative:
Investigation of this event determined that a non-reproducible, higher than expected, vitros bhcg result occurred on a single patient sample processed on a vitros eciq immunodiagnostic system. A likely assignable cause could not be determined. There was no indication the vitros eciq system malfunctioned. There were insufficient quality control data provided to rule out the reagent as a contributing factor, although, there is no indication that the reagent was not meeting expectations. In addition, contamination of sample tray or tips cannot be ruled out as they are stored in an open box on top of the analyzer. Finally, improper sample processing (centrifugation) cannot be ruled out as a contributing factor. The customer provided no data when requested as to whether the affected patient sample had been processed outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros bhcg result from one patient sample when processed on the vitros eciq immunodiagnostic system. Patient sample 82.6 miu/ml vs. The expected result of <2.39 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).